Event description:
Customer reported the insulin pump alarmed button. Customer's blood glucose was 202 mg/dl, treated with manual injection. Customer reported the buttons might have been sticking, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and cracked end cap.